Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up emdr report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) had the homepatient (hp) cycle power to the machine, and had the hp close all clamps and disconnect herself from the machine. The tsr had the hp cycle power to the machine and pressed go to start the prompt and removed the cassette from the machine.